Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the bending screw got stuck and could not be removed from the matrix mandible reconstruction plate. The surgeon decided to fix the plate with the screw in question attached and completed the operation. The screw is left in the patient body. This is report 1 of 1 for (B)(4).